Manufacturer narrative:
Qn# (B)(4). The device is not expected for investigation.

Event description:
The bag tore during the extraction of the specimen. So there was presence of plastic particles in the thorax of the patient. Additional intervention was necessary to remove particulates by doing a bigger opening. The procedure was completed by using another bag.

Event description:
The bag tore during the extraction of the specimen. So there was presence of plastic particles in the thorax of the patient. Additional intervention was necessary to remove particulates by doing a bigger opening. The procedure was completed by using another bag.

Manufacturer narrative:
(B)(4). Customer complaint regarding memobag products was reported. As the lot numbers of the defective products were reported, the DHR review was completed. The review of dhrs revealed no production issues at the time of manufacture of the complained lots. The defective devices were returned for examination. Reported defect (bag torn) can be confirmed based on visual inspection on both samples. One hole/rupture was found in the bottom parts of memobags. But the presence of small plastic particles released from the damaged foil cannot be ruled out. The defect was caused by use of excessive force within bag retrieval. Due to this the foil got stretched which led to the rupture of the bags in foil wall. Other parts of complained product do not show any traces corresponding with usage of excessive force within retrieving the bag. The closure wire was not detached from the bag and both eyes of closure wire are not damaged. As the root cause of this complaint was determined unintentional user error related, no corrective/preventive actions in production are deemed necessary to introduce.